Manufacturer narrative:
(Previous): repositioning was performed on (B)(6) 2016. (Corrected) repositioning was performed on (B)(6) 2016.

Manufacturer narrative:
This product is manufactured but not marketed in the u.s. (B)(4). Device remains implanted.

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticm5_12.6, diopter -11.50/+3.00/0.87 implantable collamer lens, into the patient's left eye (os) on (B)(6) 2016. Also on (B)(6) 2016, the surgeon re-positioned the lens. On (B)(6) 2016 the patient began to experience refractive surprise. As of the date of MDR reporting the lens remains implanted.